Manufacturer narrative:
Exact date unknown, event occurred in april 2022, when the devices were explanted. Explant date: april 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient underwent an ipg and lead explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.